Manufacturer narrative:
A batch record review of lot c132 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, other adverse event. In this case the other adverse event was numbness and tingling of the lips and mouth. There were no trends detected for this complaint category. No CAPA was initiated for this complaint category. Based on the medical assessment, the 42 year old female with chronic gvhd developed numbness and tingling in her lips. The patient was on acda anticoagulant. The patient was administered calcium gluconate 8.5% at 12ml per hour then to 14ml per hour then to 16ml per hour. This case is serious and related to ecp. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/ continuous improvement process. (B)(4).

Event description:
The patient complained of "numbness and tingling" around the lips and mouth twice during photopheresis treatment. The physician started administration of calcium gluconate 8.5% at 12ml per hour IV to the return port of the patient's double lumen central venous catheter at the beginning of the procedure due to the use of the acda as the anticoagulant. When the patient complained of the numbness and tingling to the lips and mouth, the physician increased the delivery rate of calcium gluconate 8.5% to 14ml per hour. The patient again complained of numbness and tingling around the lips and mouth. The physician increased the delivery of the calcium gluconate to 16ml/ hour. The treatment was completed without further adjustment of the rate of calcium gluconate delivery. The patient was stable at the time of the event. No further alarms or interventions were required. The patient was discharged after the treatment in stable condition. No service order was generated. The product was not returned for evaluation.